Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, patient was admitted to the facility,where surgeon performed spine fusion surgery involving rhbm2 on the lumbar region of his spine from vertebrae l3 to l4. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the transverse process facet complex, laminar region, lateral pars and medial transverse process). Post-op, "patient continued to experience chronic lower back pain and muscle spasms, extreme radiating leg pain, and numbness and tingling in his legs and feet. Patient experiences difficulty sitting, standing and walking for extended periods, and uses a walker and electric wheelchair for longer distances, to assist in ambulation. A second revision surgery has been recommended".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.